Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "erosion," "wound dehiscence" and "extrusion" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: erosion, wound dehiscence and extrusion.

Event description:
Healthcare professional reported left side "incision opening/ implant coming out/ adverse reaction to it". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ wound dehiscence: unable to observe since it is not related to the device. ¿ extrusion: unable to observe since it is not related to the device as per the investigation procedure three openings assessed as surgical damage, creases and nicks striated assessed as surgical tool scratch like were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "incision opening/ implant coming out/ adverse reaction to it". Device has been explanted.